Manufacturer narrative:
Other, other text: device evaluation: picture was reviewed. Results: picture show a 250 ml cassette product outside of its packaging, without blue clip, with an unknown device attached in the female luer section and clamp activated. Sample received: sample received consist in 1 cassette. Sample was received in after used conditions, without its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. Results: sample was received without blue clip, without white cap and with a unknown device attached in the female luer. No damages, kinks or cuts were detected in the sample received that could cause the failure mode reported. Functional testing: unit was filled with 250 ml of colored water using a syringe. Following the IFU results: medication bag was filled with 250 ml of water and no leaks were detected. Complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause due complaint was not confirmed. No actions taken due complaint was not confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient filled medical fluid into the cassette on apr 13th. The patient started using it on apr 15th. Then, at around 20:00 on apr 16th, the patient noticed somewhere on the cassette was wet due to leakage of medical fluid. No patient injury.